Manufacturer narrative:
The investigation of low pump flow and hemolysis has been completed. The data logs confirmed failure mode with motor current (mc) spiked followed low pump flow that triggered auto suction response and suction alarms. This event only occurred about 5 minutes on 3/27 and 15 minutes on 03/28 then back to normal range. No other issue was found on the logs. Product was returned for review. Visual inspection found biomaterial inside the of cage. No other issues were found on the rest of the pump. Pump passed hemolysis test. The root cause of low flow was most likely due to biomaterial ingestion since the biomaterial was found on the pump, the data logs meet the pattern of low flow and hemolysis and the pump had no issue under inspection visually. Based on the investigation findings the failure mode thrombus was added and as the necessary information was not provided, the root cause of the thrombus was not determined. D9 device returned to manufacturer date added.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, the motor current on the implanted impella rp pump suddenly spiked coinciding with a drop in flows. At that point in time, the patient's labs were noted to have hemolyzed. The flow issues continued into the following day at which point the flow rates finally began to normalize. Despite the improvement, the patient's pathology results prompted the decision to withdraw care. The patient expired following removal of the pump. There are no notes that the patient's hemolysis had resolved prior to their passing. There is not enough evidence to disassociate the use of the impella with the patient's passing.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.